Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service visit, cleaned the filters and check the probe alignments and mixers. The cse also checked the wash stations and pumps and pump pressure and ran precision testing which passed. The customer is using stat spin and lithium heparin green top tubes. The potential cause of the discordant co2_c results was pre-analytical sample handling. The tube manufacturer's instructions for centrifuging the sample were not followed. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide concentrated (co2_c) result was obtained on an advia chemistry 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate advia 1800 instrument, resulting higher. The repeat result from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2_c result.